Event description:
A consumer reported she cannot see at all distances following bilateral intraocular lens (iol) implant surgery. She stated she feels her vision is worse postoperatively. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested (B)(6) 2011 and (B)(6) 2012 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).